Manufacturer narrative:
Section e1: reporter email was not available. Manufacturer's investigation conclusion: the reported damage of the modular cable was confirmed via the submitted images. Additionally, discoloration of the inline connector bend relief was observed. A specific cause for the observed damage and discoloration could not be conclusively determined. Review of the account¿s submitted images revealed cracks on the outer jacket adjacent to the controller connector bend relief. The second image showed the damaged area covered in tape. Additionally, the controller connector bend relief had a dark tan discoloration. The patient remains ongoing on left ventricular assist system (lvas) support, with no further related issues reported at this time. The relevant sections of the device history records for modular cable, lot number 8633064 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 2 of the IFU explains that if it has been determined that damage has been detected in the modular cable, it should be replaced, and provides instructions on how to do so. The IFU and patient handbook contain information on how to clean and care for the driveline. Section 6 of the IFU and section 4 of the patient handbook instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also states, ¿call your hospital contact right away if the driveline is damaged (or might be damaged)." Section 7 of the IFU and section 5 of the patient handbook provide additional instructions regarding driveline care in sub-sections entitled, "what not to do: driveline and cables". Furthermore, section 8 of the IFU and section 4 of the patient handbook instruct the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth and if more aggressive cleaning is needed, to use warm water and mild dish soap. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the modular cable was found to be a bad condition after previous repairs. A replacement was requested.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.